Manufacturer narrative:
(B)(4). The carefusion failure analysis evaluated the unit but was unable to duplicate the reported incident. They cycled the power multiple times as well as allowed the unit to run for a two hour cycle and a 135 hour cycle after which the component was still operating properly. The failure analysis lab continued their evalauation by disassembling the user interface module and noted that there was a loose bezel screw insert and some screw inserts were damaged. The liquid crystal display cable was also wiggled while the uim and there was no distortion to the screen. The unit will be moved to the service department for further processing and as a precautionary the liquid crystal display replaced and the unit will be returned to the customer. Box a1: the customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4).

Event description:
The customer stated that during use on a patient the screen became distorted. The customer did not state if there was any harm noted to the patient in this incident.